Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with a right ventricular assist device (rvad).

Manufacturer narrative:
Section a: patient weight has not yet been provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.